Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then performed a contrast injection. After the contract injection was performed an air embolism was seen. The patient developed bradycardia and experienced st segment elevations with hypertension. The st segment elevation resolved, and the heart rate returned to normal with no intervention. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. Post procedure the patient was not recovering normally from the sedation, and it was believed that the patient had experienced a cerebral vascular accident. A computed tomography of the head was performed which confirmed that there was air in the patient brain. The physician believed that the air would resolve over time and that the patient will make a full recovery. It was further reported that the patient recovered back to baseline, but that the patients baseline prior to the procedure was poor due to dementia. The patient was then placed on hospice and the family did not want to pursue further measures (such as a feeding tube) and the patient ultimately passed away at an unknown date post procedure.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then performed a contrast injection. After the contract injection was performed an air embolism was seen. The patient developed bradycardia and experienced st segment elevations with hypertension. The st segment elevation resolved, and the heart rate returned to normal with no intervention. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. Post procedure the patient was not recovering normally from the sedation, and it was believed that the patient had experienced a cerebral vascular accident. A computed tomography of the head was performed which confirmed that there was air in the patient brain. The physician believed that the air would resolve over time and that the patient will make a full recovery.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then performed a contrast injection. After the contract injection was performed an air embolism was seen. The patient developed bradycardia and experienced st segment elevations with hypertension. The st segment elevation resolved, and the heart rate returned to normal with no intervention. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. Post procedure the patient was not recovering normally from the sedation, and it was believed that the patient had experienced a cerebral vascular accident. A computed tomography of the head was performed which confirmed that there was air in the patient brain. The physician believed that the air would resolve over time and that the patient will make a full recovery. It was further reported that the patient recovered back to baseline, but that the patients baseline prior to the procedure was poor due to dementia. The patient was then placed on hospice and the family did not want to pursue further measures (such as a feeding tube) and the patient ultimately passed away at an unknown date post procedure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve access system was not returned therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve access system, part #m635tu80020 batch #0035490860. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there is no evidence the device was used contrary to product labeling per the instructions for use (IFU); therefore, no updates to the document are required at this time. The IFU lists arrhythmia (bradycardia), air embolism (st segment elevation), cerebral vascular accident (imaging required, hospitalization) and death as potential adverse events. Risk review: a risk review was completed and confirmed that the events of arrhythmia (bradycardia), air embolism (st segment elevation), cerebral vascular accident and death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.